Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that post-paced t wave oversensing was observed on the implantable cardioverter defibrillator. The low frequency attenuation filter (lfa) was already programmed on. The clinic was to continue with monitoring since this was a first occurrence. There were no patient symptoms reported or patient consequences.